Event description:
It was reported that during the stenting of the left middle cerebral artery (mca) m1 segment stenosis, it was difficulty for the stent (subject device) to pass the stenosis lesion. After several tried, the m1 vessel had a vasospasm, so the physician removed the stent from the patient's body and completed the procedure. The patient was treated with antispasmodics and is reported to be in good condition. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the device found that the stent delivery catheter was slightly flattened at 3cm from the distal end. No other anomalies were noted. Functional test was not performed as the dimensional inspection passed. Patient vasospasm is a known risk associated with endovascular procedures and are noted as such in the device directions for use (dfu) therefore, anticipated in nature; therefore, an assignable cause of known inherent risk of procedure was assigned to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the stenting of the left middle cerebral artery (mca) m1 segment stenosis, it was difficulty for the stent (subject device) to pass the stenosis lesion. After several "tried", the m1 vessel had a vasospasm, so the physician removed the stent from the patient's body and completed the procedure. The patient was treated with antispasmodics and is reported to be in good condition. No further information is available.